Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory.

Event description:
An allegation from an attorney indicated the patient died approximately 42 days post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury.